Event description:
Meter name: one touch basic original. Strip name: lifescan one touch. Meter code: 9 strip code: 9. Strip storage: unknown. Symptoms: dizziness. A patient reported they called ambulance due to a reading of 40. Their meter allegedly was inaccurately erratic. The result on their meter was 106, 175, 140, 161. The result on the emergency medical technician meter was result unknown). Unknown if comparision was performed. Treatment was: customer ate something to bring blood glucose level higher. No further informaton has been reported.